Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured august 01, 2014 to august 02, 2014. Evaluation summary: visual inspection noted fluid in the bag that contained the unit. The leak was coming from an untightened blue winged luer cap. A functional test was performed and the blue winged luer cap was hand tightened and there were no signs of a leak at the luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was found to have a leak. This was noticed before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.